Event description:
Boston scientific crm received information that this right ventricular (rv) lead in association with the implantable cardioverter defibrillator (ICD) may have exhibited myopotential oversensing based on the appearance of the electrocardiograms (egm) in patient follow-up. However, isometrics were negative. The patient did note some coughing spells where he coughs much harder than he did in the physician's office. Electrical re-programming to adjust device sensitivity to least was discussed, which was where the initial defibrillation threshold testing (dfts) was observed. There were no reports of adverse patient symptom associated with thee clinical observations.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue, if new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Most recently, information was received that this ICD was removed from service for normal battery depletion. This device has been requested for return to boston scientific.